Event description:
It was reported that prior to use the insulin was not flowing during flow check with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported by the consumer that the insulin was not coming out during flow check. Additional information from consumer: discarded the ones from this box and from a prior box unknown lot number.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8282506, medical device expiration date: 2023-10-31. Device manufacture date: 2018-11-30. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown.''

Event description:
It was reported that prior to use the insulin was not flowing during flow check with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported by the consumer that the insulin was not coming out during flow check. Additional information from consumer: discarded the ones from this box and from a prior box unknown lot number.